Manufacturer narrative:
Event date of the initial medwatch report indicates: (B)(6) 2015. Event date of the initial medwatch report should indicate: (B)(6) 2014.

Event description:
The customer contacted physio-control to request service for a device that had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it was not properly reading the simulated patient impedance during testing and, as a result, the simulated patient was not detected by the device. The device would give a "connect test plug" message and would not deliver therapy when prompted.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was a heat sensitive integrated circuit (ic) chip, designator u67. The removed ui pcb assembly was an ancillary part and there was no failure of the assembly.